Event description:
Boston scientific received information that this left ventricular (lv) lead had previously dislodged and the device programming was changed to alleviate any issues that may have caused. Later, the lead exhibited loss of capture (loc) and the patient passed out as a result. The patient also stated that their heart rate was not as expected and was pacing at below the lower rate limit. The initial implant of this lead proved to have difficulty finding an adequate location. The lead was partially explanted and new lv lead was successfully placed. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory visual observation noted that only the proximal portion of the lead was returned. On the returned portion, there were setscrew markings on the terminal pin of the lead as well as electro-cautery damage on the insulation. The returned segment passed electrical testing.